Event description:
It was reported that during an office visit, non-sustained rv oversensing was observed. Subsequently an alert for noise was received via a merlin.net transmission. The lead was explanted. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.